Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that since (B)(6) 2020 the hearing with the device was suddenly distorted.

Event description:
The user reported that since (B)(6) 2020 the hearing with the device suddenly became distorted. Voices and sounds are unpleasantly blurred. Additionally, noise and beeps can be perceived. Re-implantation surgery has been completed on (B)(6) 2020.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. In addition, in situ measurements show an increased ground path impedance, which is very likely caused by bone growth around the reference electrode contacts. The problems described in the recipient report appear to match the damage found. This is a final report.